Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator showed an electrogram anomaly wherein false tachycardia events failed to save to the device. Right ventricular oversensing was noted on remote monitoring. The device will continue to be monitored. The patient was stable and asymptomatic.